Event description:
It was reported that the attachment was observed to shake and make noise. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device shakes and makes loud noise. The likely cause of the failure is due to distal bearing detachment. It was also noted that the tube bearings, input and output shaft bearings and non-flanged bearings are worn and the laser markings are faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.